Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient encountered insulin flow blocked at the tube event on 1(B)(6) 2024. No further information available.